Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed based on the observation that the printed circuit board was defective. The device evaluation also found that there was leakage coming from the forceps connector, and corrosion inside the unit and on the cable. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit - insufflation unit alarmed and the front panel turned off after rebooting. The issue was found during preparation before use inspection for a therapeutic lap cholecystectomy procedure. The intended procedure was completed with another similar device. There were no reports of patient or use harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Please see updated to h6.: coding. The information was inadvertently left out. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported events is unable to be determined. However, the cause of the alarming and the front panel turned off is likely, due to a defective pressure sensor circuit board (cr board). Olympus will continue to monitor field performance for this device.